Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the permanent cautery hook instrument for failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on a log review, the permanent cautery hook instrument was last used on (B)(6) 2020 on system (B)(4). There were 7 uses remaining. No images or videos were shared for the event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, it was alleged that a piece of a permanent cautery hook (pch) instrument broke off and got stuck in the cannula upon removal. A fragment from the instrument possibly fell inside the patient. The surgeon reportedly searched for a fragment in case one fell, but no fragment was found or retrieved. It is unclear if a fragment actually fell inside the patient and was retained. There was no report of any patient harm, adverse outcome, or injury. However, unintended fragment(s) falling into the patient may require surgical intervention. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a piece of an permanent cautery hook (pch) instrument allegedly broke off and got stuck in the cannula upon removal. The procedure was completed as planned with no reported patient injury. Intuitive surgical, inc. (Isi) obtained the following information regarding the reported event from the robotics coordinator: the customer retrieved the piece that broke off the pch instrument in the cannula, but cannot be certain whether anything fell inside the patient. The surgeon searched for any additional fragment(s), but did not find anything, so they do not believe there was any risk to the patient. The customer did not perform an x-ray because the fragment(s) would have been plastic and would not have been visible. The robotics coordinator is unaware of any post-procedure complications. The piece that was retrieved from the cannula discarded after the procedure was completed.